Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore visual and x-ray examination did not reveal any anomalies with the exception of procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed an external abrasion breaching the optim sheath. The external abrasion is consistent with friction to another device or a feature of the patient¿s anatomy.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.